Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent a revision wherein the pocket was adjusted so that the ipg would lay flat. The patient was reportedly doing well postoperatively and was able to fully charge.